Event description:
It was reported that the patient experienced symptoms of presyncope prior to device replacement. The implantable pulse generator (ipg) had reached end of life (eol) status, and so device function could not be determined. The device was removed and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action, but returned product testing found the device did perform as described in the field action.  Product event summary: the device was returned and analyzed. Analysis of the device memory found the eri (elective replacement indicator) is the result of high internal battery resistance. (B)(4).